Event description:
Pt's child reported to MFR that catheter had "split almost in half." Also reported that pump and catheter were implanted in 1987 and mso4 had not been effective for pain relief so dilaudid was used in the pump. Pt had seen previous physician regarding lack of relief. System was x-rayed and physician could find nothing wrong with system. Pt had significant muscle spasms and had been hospitalized for treatment. New hcp reported that pt was seen in the ER and given IV and oral medications for the spasms, went home and was admitted the next day for treatment of the spasms again with IV and oral medication. Pt subsequently becme very ill. Pt's child reported that a dye study of the catheter was done and the "split" was found. The system subsequently removed.